Event description:
During an unrelated ablation procedure, under-sensing was observed on the low voltage lead. No intervention has been performed. The patient was stable.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained. Further information was requested but not received.